Event description:
It was reported that the screw fell through the plate. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The measurable dimensions of the complained plate was checked and found to be in compliance with the technical drawings. No product fault could be found. We suppose that too much torsional force beyond its calculated design was applied. The matrixmandible dcp plate has hybrid holes for dynamic compression plating of trauma fractures to allow for fracture reduction. Due to the ellipsoidal shape, the thread does not cover the whole circumference of the hole. If excessive force is applied to the hole, the geometry of the hole could become damaged by the locking screw head. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and no product fault could be found.